Event description:
Customer reported via phone, the insulin pump have been really sticking and she has to push them multiple time in order for them to work. She didn't recall her blood glucose level. Troubleshooting was performed for keypad anomaly. She didn't recall any significant event which may have caused the keypad issue. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The b and down buttons on the insulin pump had intermittent responds due to flattened dome switches. The device had cracked case at the display window corner, cracked reservoir tube, cracked reservoir tube lip, and minor scratches on the display window.